Event description:
Boston scientific received information that high pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead with loss of capture and high pacing threshold measurements. Noise and oversensing were also detected on the right ventricular (rv) lead which have led to inappropriate anti-tachycardia pacing (atp) and shocks. Other lead measurements were within range. The patient was to be transferred to a hospital. No adverse patient effects were reported. The device and leads remain in service. Additional information indicated that the device and both leads were explanted and replaced. It was also noted that the rv lead was unintentionally damaged during the procedure thus it was replaced. The device and leads were discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.